Event description:
It was reported that this recently implanted left ventricular (lv) lead exhibited high capture thresholds and intermittent loss of capture (loc). Technical services (ts) was consulted and recommended performing x-ray imaging for this patient. X-ray imaging showed no change in lead location. The physician requested testing capture with a different setting programmed and after successful results, indicated they will reprogram the device accordingly. No adverse patient effects were reported. This lv lead remains in service.